Manufacturer narrative:
The device, intended for use in treatment, has been returned for evaluation. A visual inspection reported no visual defects. The functional evaluation confirmed that the device could not generate and maintain negative pressure, establishing a relationship with the reported event. The root cause has been identified as a defective vacuum motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range

Event description:
It was reported that the device has visible dents. Additionally, during service evaluation, the device was not able to generate and control negative pressure. No patient involved.

Event description:
It was reported that during service evaluation the vacuum motor was found defective and leaking therefore the device was not able to generate and control negative pressure. No case involved.